Manufacturer narrative:
Based on the information received the cause of the event cannot be conclusively determined; however, patient factors most likely contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned that a 26mm transcatheter valve was implanted inside a disabled 25mm aortic valve via valve-in-valve procedure. The patient tolerated the procedure well and was transferred to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event remains indeterminable. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a unknown transcatheter valve was implanted inside a disabled 25mm aortic bioprosthetic valve in the aortic position via valve-in-valve procedure. The implant duration of the 25mm aortic valve at the time of the valve-in-valve procedure was ten (10) years, seven (7) months, thirteen (13) days. The reason for valve-in-valve intervention was due to aortic insufficiency secondary to aortic stenosis. Both devices remain implanted. There were no complications reported.